Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter got stuck in stent. The 99% stenosed target lesion was located in the severely tortuous left circumflex (lcx) artery. During a percutaneous coronary intervention (pci), an opticross¿ ivus catheter was used to view the lesion. However, the catheter got stuck in the distal part of the stent. The physician removed the drive shaft and inserted the wire in the outer sheath, then the stuck was released. The stent was inflated after the stuck. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.